Event description:
It was reported that when a hosp staff member was transporting a ratheter large pt and was having difficulty steering the stretcher, staff claims they had to twist to body to turn a corner and they allegedly strained back doing so. It was reported that they were examined by a physician who prescribed either pain medication or muscle relaxers. Reportedly they are undergoing physician therapy and is on 'light duty' at the hosp.